Manufacturer narrative:
(B) (4). The ge svc rep replaced the igpt snubber board and verified the generator and waveforms. The system was rebooted and operates as intended. Nxg4 07/16/2009.

Event description:
The customer reported that an image did not display on either monitor and no error displayed on the system regarding the monitor error.